Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that a few samples that you thought had filled sufficiently, but unfortunately lab had to reject them yet again.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to under fill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes are under filling during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: (4 of 4 complaints). It was reported that a few samples that you thought had filled sufficiently, but unfortunately lab had to reject them yet again.